Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of the event could not be determined. Additional information has been requested, including patient condition. Should it become available, a supplemental report will be submitted. The apollo microcatheter IFU advises: - verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter. -if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter ruptured and onyx was administered in to the posterior cerebral artery (pca) causing it to occlude the vessel. The procedure was to treat an avm in the occipital area. After flushing the dead space in the catheter with dmso the physician began to push the onyx through the catheter. The onyx injection rate was 1ml/min. There was resistance when administering the onyx, prior to the rupture. The physician then noticed the catheter had ruptured distally and the onyx was leaking into the pca. The procedure could not be completed and the avm was not treated as a result of the rupture. The patient was still under anesthesia after the procedure, but the physician believes their vision will be impaired.

Manufacturer narrative:
Correction: injection rate updated. Additional manufacturer narrative: investigation update: the apollo IFU was reviewed and noted: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ in this event, user context may have contributed to the reported issue as the physician continued to inject the onyx against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The onyx injection rate was 0.1ml/min.

Manufacturer narrative:
Additional information: device evaluated. Additional manufacturer narrative - device evaluation: the apollo catheter was returned for analysis within a sealed bio-hazard plastic bag; inside of its outer carton and a sealed shipping box. The onyx was not returned as it was consumed in the event. The detachable tip was still intact. No damages were found with the catheter tip and marker band. Dried blood was observed at distal tip. No onyx was found at the distal tip of the catheter. Onxy residue was observed on the distal segment of the catheter at 23.0 cm to 24.0 cm from the distal tip. Onyx was also found around and inside the hub. The onyx was found to be solidified inside the catheter lumen and hub. The catheter was found to be ruptured at 25.0 cm from the distal tip. No kinks or bends were observed on the catheter body. No other anomalies were observed. This device was used to treat an avm in the occipital area. Based on the device analysis and the reported information, the customer's report of "catheter rupture" was confirmed as the returned apollo catheter was found to be ruptured and occluded with onyx. The catheter appeared to be ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx) within the catheter, resulting in pressures exceeding the limits of the catheter. In this event, user context may have contributed to the reported issue as the physician continued to inject the onyx against resistance at the rate of 1ml/min instead of 0.3ml/min recommended by the onyx IFU. Per the onyx IFU: premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. Inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Do not interrupt onyx les injection for longer than two minutes prior to reinjection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. Increased resistance to onyx les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas. Per the apollo IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. No evidence was found to suggest that the device failed to meet specifications. Additionally, the lot history record of the reported lot number has been reviewed. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: user facility report number received. Outcome attributed to adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference MDR 2029214-2016-00912 for the onyx referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.